Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the front end of instrument broke of. Discovered after cleaning the instrument. No impact or consequences to the patient or the user was reported.

Event description:
It was reported that the front end of instrument broke of. Discovered after cleaning the instrument. No impact or consequences to the patient or the user was reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of complaint history search has found 3 similar complaint (including (B)(4)) for this item 32-422457. DHR has been reviewed, the manufacturing period is march 29 2016 to march 31 2016 no deviations are found. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: root cause: -the root cause of the reported event could not be determined with the information provided. -the instrument has most likely been used in the field for more than three years previous to this event. The reusable instrument lifespan manual provided states the following: 1. Instruments should be checked for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Checking internal mechanisms such as o-rings, springs, and subcomponents, if the device is intended to be disassembled for proper reprocessing. C. Actuating moving parts such as hinges/joints and moveable features such as handles, ratcheting, couplings, and sliding parts. D. Inspecting for all forms of wear outlined in this manual. 3. Results of assemble, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. 4. If the reusable instrument is determined to be no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. Occurence rate assessment: -sep 2017 to sep 2020: (B)(4) items sold. -number of similar complaints identified - 3 (including initiating complaint). -occurrence ratio: (B)(4). -severity of the reported event = 1 (no patient harm) ( negligible) and calculated occurrence rate of 2 (remote) are in line with the risk file. -therefore, the overall score is low risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.